Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed and severely calcified lesion. The 10mm x 2.0mm wolverine coronary cutting balloon ruptured below the rated burst pressure. The procedure was successfully completed with a different device without issue or patient injury.